Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that battery longevity calculation for this pacemaker system at recent device check estimated there was approximately one year remaining on the device. A few days later, the patient presented to the clinic after seeing a flashing red call doctor light on the communicator indicating that the battery replacement indicator had been reached on (B)(6) 2000, remote monitoring was disabled, and brady mode was set to dddr. Technical services discussed that this was a false positive explant indicator related to a software update. This pacemaker system remains in service; however, device replacement was recommended. No adverse patient effects were reported. It was noted that the patient was in atrial fibrillation (af) 100% of the time.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that battery longevity calculation for this pacemaker system at recent device check estimated there was approximately one year remaining on the device. A few days later, the patient presented to the clinic after seeing a flashing red call doctor light on the communicator indicating that the battery replacement indicator had been reached on 01 january 2000, remote monitoring was disabled, and brady mode was set to dddr. Technical services discussed that this was a false positive explant indicator related to a software update. This pacemaker system remains in service, however device replacement was recommended. No adverse patient effects were reported. It was noted that the patient was in atrial fibrillation (af) 100% of the time. Additional information received reported that this pacemaker was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.